Event description:
A registered nurse (rn) reported that a patient on peritoneal dialysis (pd) was hospitalized with peritonitis. There were no reported allegations of any issues with fresenius products in relation to the event. In an additional follow-up call with the pd nurse, it was stated that the patient was experiencing symptoms of weakness. As a result, on (B)(6) 2023, the patient went to the hospital and warranted admission. Per the nurse, while hospitalized it was discovered the patient had hypoglycemia and peritonitis. The nurse stated the hypoglycemia was not related to pd therapy or fresenius products. The nurse provided a medical history of pre-existing type 2 diabetes mellitus, with report of poor oral intake a few days prior to the hospitalization. The nurse attributed the hypoglycemia to the patient¿s pre-existing conditions. With respect to the initial report of peritonitis, the nurse indicated that the patient¿s pd culture (obtained in the hospital) grew the bacteria methicillin resistant staphylococcus aureus (mrsa).the patient was treated with intra-peritoneal (ip). Antibiotic therapy with vancomycin (dose unknown). Additionally, the patient continues pd. The patient remained hospitalized at the time follow-up was completed. However, the nurse indicated the patient was recovering from the peritonitis event. The nurse was not able to identify the cause of the peritonitis, however, the nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event.